Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Moisture damage was found on the motor assembly. The unexpected restart and keypad anomaly could not be confirmed due to the blank display. No other alarm or buzzing was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the screen went blank during a bolus attempt and after changing the battery, receiving an alarm which she cleared, the pump began to buzz and her buttons became unresponsive. The patient's blood glucose at the time of incident was 194 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer believes the pump may have been exposed to moisture since it has been very humid and the pump was worn against her body. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.